Event description:
According to the reporter, during service maintenance, the green light had been blinking for a few days on the charger, but it never turned into a steady green. Therefore, the device never woke up after it was taken away from charger. The handle had to be replaced to resolve the issue. There was no patient involved. Medtronic's initial evaluation of the incident device found that the current interrupt device (cid) for one of the battery cells was open.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted he handle was received with a fully depleted battery. The handle was inserted into a charge. The handle was removed from the charger but it did not initialize. The thermocouple was intact. The handle was opened up. Both battery cells were found to be vented. Current interrupt device (cid) for one of the battery cells was open. This would cause the battery to be permanently disabled and the handle would no longer be able to initialize or charge. It was noted that the handle was running v29.3 software. Data saved to the handle could not be evaluated because of the presence of a corrupt sd card. It was reported that the device handle would not charge. The reported issue was confirmed. The most likely cause was traced to component failure. The evaluation detected an unreported condition: of corrupt sd. The most likely cause for the additional condition is traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.